Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the issue was caused by tissue pressure on the driver. It was noted the same issue occurred while using a c-arm.

Manufacturer narrative:
There were no system logs or exams available. As a result, the software analysis was unable to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the surgeon placed 2 screws 2 mm inaccurate laterally during the spine case. The rep indicated that the surgeon had not used navigation for quite some time and was looking away from navigation when actually placing the screws. The surgeon used a c-arm to confirm that both the screws placed navigated and non-navigated were inaccurate laterally. The issue appeared to be user error. The delay in procedure was less than one hour and there was no impact to patient outcome as a result of this issue.